Event description:
It was reported that a patient's symptoms were returning. The surgeon was unable to communicate with the device. It was noted that the device's battery may have been depleted due to "high settings", however, the surgeon was concerned that it was possibly a systemic issue. The device was planned to be explanted in (B)(6) 2010, in regards to battery replacement. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).